Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg location was very sensitive. The patient underwent a revision procedure wherein the ipg was replaced and relocated.